Event description:
It was reported that during a coronary artery drug eluting stent treatment procedure with stent was unable to cross the lesion and noted after removal from the patient to have stent damage. The physician attempted to treat a moderately tortuous, moderately calcified 80% stenosed lad (left anterior descending) lesion with a taxus liberte' 2.50x24mm drug eluting stent. The physician noted once the stent delivery system (sds) was removed from patient that the "stent strut was rolled up." The procedure was completed with an unspecified size balloon angioplasty. There were no reported patient injuries or complications. The patient's condition was reported as "good."